Manufacturer narrative:
The ge representative conducted an onsite investigation. The hard drive was replaced and the memory was upgraded. The software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the hard drive on the system failed. No patient injury was reported.